Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient received an alert remotely via merlin.net transmission, for high, out of range, high voltage lead impedance on the rv lead. Lead impedance was increasing over time since time of implant. Another remote transmission was received and lead was stabilized. Physician opted to continue to monitor the patient going forward. Patient was stable.